Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient to develop headaches and shortness of breath. The patient had heart valve surgery in response to the reported event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found no evidence of thermal damage or failure. Corrosion was observed on the humidifiers water chamber pan along with a menthol type odor. The device was disassembled for internal visual inspection. The manufacturer found no evidence of dirt/dust contaminant in the device's airpath. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes there is no evidence of foam degradation within the device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Patient alleged to develop headaches and shortness of breath. The patient had heart valve surgery in response to the reported event. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary.   The device was returned to the manufacturer quality product investigation laboratory for further investigation. The external inspection of the devices found no evidence if thermal damage or failure. The corrosion was observed on the humidifiers water chamber pan along with a menthol type odor. During the initial visual inspection of the device found no evidence of thermal damage or failure. Corrosion was observed on the humidifiers water chamber pan along with a menthol type odor. The device's downloaded logs were reviewed. There were no errors found. The device was disassembled for internal visual inspection. The manufacturer found no evidence of dirt/dust contaminant in the device's airpath. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section(s) b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section d9 , h3 which was missed in previous report was captured. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Patient alleged to develop headaches and shortness of breath. The patient had heart valve surgery in response to the reported event. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop headaches and shortness of breath. The patient had heart valve surgery in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.